Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. See other systems used with a1: (B)(4).

Event description:
Customer reportedly received the following results on the nano system within 10 minutes: 52 mg/dl, 97 mg/dl and 189 mg/dl. Customer also reportedly received the following results on the nano system the next day within 10 minutes: 106 mg/dl, 54 mg/dl, and 94 mg/dl. Customer reportedly used different bottles of strips with each reading. Customer is not sure which vial of strips gave which readings. No adverse event reported. Requested return of the alleged device for evaluation and replacement was sent.